Manufacturer narrative:
Device received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the esc and act button was not responding. The customer¿s blood glucose was 88 mg/dl at the time of incident. Customer reported that the time clock was advanced. Customer reported that the insulin pump had frozen display. Customer reported that battery out limit. Customer stated the insulin pump alarmed after battery change. Customer reported they were unable to clear the alarm. Customer reported that the insulin pump started to act up pt got new battery, got something on the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.